Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 1252 mg/dl. The customer stated that he changed the infusion set the night before he was hospitalized. No troubleshooting was performed as the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.